Event description:
It was reported the insulin pump was dropped and customer's mother has been having issues with leaks. Customer's mother reported the customer's blood glucose was between 350-600 mg/dl, and has been treating with manual injections. Customer reported that four different sets have leaked since customer has dropped the device. Troubleshooting for high blood glucose was performed. The drive support cap was normal. Customer disconnected at the quick release. No air bubbles noted. Leak noted near reservoir compartment and at site. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. No further information reported.

Manufacturer narrative:
.